Event description:
As reported, the physician tried to use 6/7f mynxgrip to stop the bleeding after the procedure. It could not be inserted into the unknown sheath and got caught. The device could not be used. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the physician tried to use 6/7f mynxgrip to stop the bleeding after the procedure. It could not be inserted into the unknown sheath and got caught. The device could not be used. There was no reported injury to the patient. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was not engaged to the black handle with stopcock open. The syringe was not returned with the device, while the advancer tube and sealant were returned in manufacturing position. On the other hand, no procedure sheath was observed returned with the unit, as received. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. The insertion /withdrawal evaluation was tested using a cordis lab applicable csi to verify the correct configuration of the device as received. The results obtained show that no problems in the device¿s shape or configuration were present, as no friction or resistance was observed, while advancing and retrieving the used csi. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure ¿catheter ¿ inability to advance in sheath¿ was not confirmed per the observed conditions in the functional analysis, where the device worked as intended and no friction or resistance related to the insertion and withdrawal of the csi was observed. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis however, handling factors may be at fault. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. The product analysis does not suggest the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. E1: phone # (B)(6).

Event description:
As reported, the physician tried to use 6/7f mynxgrip to stop the bleeding after the procedure. It could not be inserted into the unknown sheath and got caught. The device could not be used. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.